Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for radicular pain syndrome. It was reported that the patient was getting an unknown error code on their programmer and thought they needed a battery replacement because the ins would not turn on. The patient clarified that he was getting a call the doctor icon and did not know the code that was associated with the icon because he did not have the programmer with him at the time of the call. Patient services reviewed that the code could have been the end of service code as the ins had reached its 9 year mark and the patient should write down the code that came up on the programmer to discuss it with the patient's healthcare professional. No symptoms were reported. No further complications were reported/anticipated.